Event description:
It was reported that the needle and cannula did not deploy, indicating a failure of the needle mechanism. The pod was not worn, and the blood glucose (bg) levels were unaffected.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was returned undeployed. Download data shows the device was received in pod state 15 having completed both first and second prime with an expected number of pulses in each sequence. Drive stall was observed towards the end of the data. The drive stall that occurred during second prime resulted in the firing flat of the ratchet gear not being lined up with the release bar by the end of second prime, preventing the needle mechanism from deploying as intended. The pod was successfully reset. The pod was paired with the master pdm, completed priming, but failed to successfully deliver a 5u bolus. The rerun data obtained from the device generated an 0x40 hazard alarm indicating a rotational sensor maximum open count exceeded, alarm was generated during operation. Failure to detent the ratchet gear during the priming sequences resulted in the device not deploying prior to deactivation. Inspection of the needle mechanism and drive mechanism found no damages or deficiencies that would result in a failure of the hook talon to detent the ratchet gear. The exact cause of the hook talon failing to detent the ratchet gear could not be determined. A small damage was also observed on the commutator cap. The size of the damage was quite insignificant for it cause the incorrect open pulse count in the data. Therefore, the commutator cap damage cannot be confirmed as the cause of the reported event.